Manufacturer narrative:
On may 30, 2019 a mistake was found in this complaint ticket. The date this event was recieved by the manufactuer was (B)(6) 2019 instead of (B)(6) 2019. This event is a follow-up to report # 2953749-2019-00367.

Event description:
The patient reported the symptom of root resorption on tooth # 6 (upper right canine) that resulted in tooth 6 being extracted. The patient reported visiting the treating doctor and had tooth #6 extracted, due to the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners.

Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported having a tooth extracted (permanent impairment to a body structure) and an invisalign product was being used.

Event description:
The patient reported the symptom of root resorption on tooth # 6 (upper right canine) that resulted in tooth 6 being extracted. The patient reported visiting the treating doctor and had tooth #6 extracted, due to the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners.